Event description:
It was reported that difficult removal was encountered. A coronary angiogram procedure was performed using a comet ii pressure guidewire. During the procedure, it was noted that the device was unable to be extracted. The device was removed with the entire system. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. The tip and device shaft were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that the tip was bent. The appearance of the confirmed damage is consistent to damage that can be caused from interaction with another device or patient anatomy during the procedure. Product analysis could not confirm the reported event, as there was no evidence of any damage or irregularities contributing to the reported difficulty removing, which could not be confirmed because the clinical circumstances could not be replicated. However, there was tip damage found on the device during analysis.

Event description:
It was reported that difficult removal was encountered. A coronary angiogram procedure was performed using a comet ii pressure guidewire. During the procedure, it was noted that the device was unable to be extracted. The device was removed with the entire system. The procedure was completed with a different device. No patient complications were reported.